Event description:
It was reported that during a unk procedure, an error sound was heard soon and the device became non-functional. When the device was reset with the torque wrench, the rotate knob was detached. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the device was returned with the rotation knob broken (piece returned) and with the blade scratched and cracked. During the analysis process, the blade was tested for scratches and cracks and the blade further cracked. When tested for functionality, the device could not be torqued into the hand piece due to the deformation of the outer tube at the torque wrench interface. A possible root cause for the damaging of both the rotation knob and torque wrench interface, could have been the use of an incorrect torque wrench or torquing method when attaching the instrument to the hand piece. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the mfg process.